Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior fusion (spine th11) for the compression fracture on (B)(6) 2023. The set screw was inserted as per procedures after rod installation. When the set screw was tightened with the inserter, the inserter tip broke and tip of the inserter remained in the set screw. Therefore, the surgeon tried to remove the broken part with forceps. However, it was difficult to remove, and the surgeon used the pedicle probe. Although the tip of the pedicle probe was deformed, the surgeon succeeded in removing it. The scheduled surgery time was four hours. The surgery was completed successfully with approximately 32 minutes delay. No further information is available. Concomitant device reported: unknown locking/set screws (part# unknown; lot# unknown; quantity: unknown) unknown extraction instruments (part# unknown; lot# unknown; quantity: unknown) this complaint involves two(2) devices. This report is for one (1) viper2 x25 set screw inserter, this is report 1 of 1 for complaint (B)(4).